Manufacturer narrative:
Additional information provided. Further investigation of the customer issue included a review of the complaint text, a batch record review, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available from the customer. No issues were identified which would indicate a product deficiency from the batch record review. A sensitivity testing protocol was executed using lot 72077li00 and met acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency was identified for the architect anti-hcv assay, 06c37, lot number 72077li00.

Event description:
Additional information provided: a negative result was confirmed using the riba method.

Manufacturer narrative:
Initial reporter local telephone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a (B)(6) architect anti-hcv result. The customer provided the following data: on (B)(6) 2017: initial (B)(6). The specimen was restested using the roche assay and generated a reactive result. A second drawn from the patient was completed. The result was non-reactive using the architect assay: (B)(6) and roche was again (B)(6). There was no adverse impact to patient management reported.